Event description:
Olympus (lad) was informed by the service technician at the user facility that the customer high frequency electro-surgical generator unit reportedly ¿restarts automatically¿ with error code e433. The problem was found after procedure. The same unit was used to complete the therapeutic procedure. No devices were replaced. No death, injury or harm was reported.

Manufacturer narrative:
The status of the return of the subject device has been requested but no device has been returned to date. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold in november 2014. The root cause of the reported e433 error could not be conclusively determined. However, the error e433 is a known issue and is triggered by the safety system of the esg-400 that is communicated visually and acoustically and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to d8, d9, h3, h6 and h10. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the repair center found a deep dent on the top cover of the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e433 is due to a defective generator board. Additionally, it¿s probable the defective generator board was due to a destroyed transformer (tr1). However, a final root cause could not be determined. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.